Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited clinic on (B)(6) 2022 reporting that he doesn't have access to sound with the device. They have noticed this issue about 1 month ago.

Event description:
The user visited the clinic on (B)(6)2022 reporting that he doesn't have access to sound with the device. They have noticed this issue about 1 month ago and the change in hearing performance was sudden.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.